Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. An MRI tech reports that per patient there was an infection in 2014 and hcp removed the system as result. At the time of product removal a partial lead (approx. 4 cm) was left implanted, caller was unsure of the reason the partial lead was left. Caller wants to know MRI compatibility regarding current system and lead fragment and was transferred to medical affairs. Caller said an x-ray was taken and it appears that the current system has a lead wire that bifurcated, however, technical support reviewed with caller the registered information show partial lead was removed (B)(6) 2016, which seem to corroborate imaging that showed 2 leads. The patient¿s 2016 implanting hcp confirmed another physician removed the device and the lead fragment remains in situ. No further complications reported/anticipated.